Manufacturer narrative:
(B)(6). (B)(4). Multiple products used in this event. It is unknown which product caused the event. Product ID (unknown screw - quantity:1), lot number - unknown product ID (unknown rod - quantity:1), lot number- unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, delayed onset infection was observed and implants had black corrosive looking material on them. All the implants were removed as a result of this event. The products came in contact with the patient.